Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual inspection it was noted that the top jaw of the device would not close all the way. Functional testing scorpion did not go thru the shaft. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage.

Event description:
On 09/23/2022, it was reported by a sales representative via (B)(4) that a ar-13999mf fastpass scorpions jaws are not closing all the way at the distal end. This occurred during an unspecified time when the jaws would not close. The device was swapped out for another fastpass scorpion and the case was completed. There was no patient effect reported.